Event description:
While wearing the sound processor, the pt reportedly experienced sound percept problems followed later by a loss of sound percept. In 2005, the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the pt's c1 device was no longer functioning.